Event description:
A surgeon reported that during a glaucoma filtering shunt procedure the shunt would not release from the delivery system. Another shunt was implanted instead. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Attempts to gather add'l info have been unsuccessful. (B)(4).